Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2015, while at the hospital for driveline interrogation, the patient developed a gastrointestinal bleed (gi). The patient reported feeling symptoms of dizziness and was admitted for melena and further evaluation. An esophagogastroduodenoscopy did not reveal a site of bleeding. On (B)(6) 2015, a video capsule study was performed with no site of bleeding determined. The patient received 3-4 units of packed red blood cells and no further events were reported.

Manufacturer narrative:
Approximate age of device- 1 year 2 months. A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the heartmate ii instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains ongoing on vad support with no further issues reported. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.